Event description:
I used clear care contact solution. I followed the directions on the label, put my contacts in the provided case in the evening, and about 9 hours later took them out and put my contacts in. I experienced a burning sensation, but thought maybe my eyes were just tired. The discomfort continued for a few days, when I eventually went to the eye doctor and he said it looked like I had a chemical burn on my corneas, and they had become infected, probably because I continued to wear my contacts. Since the contact solution contains hydrogen peroxide, they must sit for at least 6 hours, I left mine sit 9.